Event description:
When the nurse attempted to flush the blue lumen of the catheter, she noticed some pressure whilst trying to flush it. She stopped flushing & rotated the catheter, when she attempted to flush again the external lumen of the venous port completely ruptured as shown in pictures. Both lumens clamped immediately, medical staff was notified, vascath removed and retained for further investigation. Event occurred in australia.

Manufacturer narrative:
No sample was returned for evaluation and no lot number was provided. Attempts to obtain additional information were unsuccessful. One photograph was provided showing the device inside a plastic bag. However, the glare on the bag prevents a clear view of the device but it appears venous luer separated due to the extension tubing tearing. Without a lot number a review of the manufacture records is not possible. Without sufficient information and an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.